Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer no information has been provided to date.

Event description:
It was reported that the pump alarmed no disposable . The patient mixed cassette with pump and the pump alarmed no disposable clamp tubing. The patient tried switching to a backup pump; however, resulted in same alarm. A replacement pump will be sent out. No patient injury was reported.